Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the door was failed and jammed. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that object behind bins caused door 2 failed. The field service engineer (fse) cleared the jam and restored normal operation. The system functioned as intended after the field service engineer (fse) resolved the issue.